Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned ins (B)(4) found no anomaly. Visual inspection of the ins did not reveal any significant anomalies. The ins passed a series of defined and qualified automated functional tests. A known good lead was inserted and withdrawn three times into the connector port. The measured forces required for both insertion and withdrawal were within specification for all three tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that after the evaluation phase, it was intended to connect the tined lead to the new implantable neurostimulator (ins). It was reported that there was an ins connector issue. The lead could be advanced into the head by a few centimeters. However, the blue markers, which show proper connection, were not visible. Factors that may have led or contributed to the issue were not known. Diagnostics/troubleshooting included the physician tried loosening the set screw and tried twisting the lead, but further advancing was not possible. Actions/interventions included a new ins was used to connect the lead. It worked without problems. Post-op impedance measurement was successfully performed one day after the event. The issue was resolved and a surgical intervention did occur. No further complications were reported/anticipated.